Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer had broken and was unable to open. A field service engineer (fse) repaired the main full-height matrix drawer 1, which had a broken u-link. The u-link was replaced, making the drawer responsive. A test was performed successfully, and the customer was able to recover and inventory the main full-height matrix drawer 1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer had broken and failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.